Event description:
In 2008, the pt reported receiving occlusion errors (competitor infusion device) with several infusion tubings from the same lot (6j049uf) which caused elevated blood glucose (300-400 mg/dl). Her normal blood glucose range is 90-160 mg/dl. She stated that the infusion tubing would last for two days before occluding. She would immediately change the infusion tubing to clear the error and would bolus between 20-40 units of insulin to lower her blood glucose. The only symptom of elevated blood glucose was an increase in heart rate. The pt's blood glucose at the time of the report was 200 mg/dl and she was not experiencing any errors on her infusion device. Replacement infusion sets were sent to the pt. Upon follow up on the following month, the pt stated she had not experienced any further errors since the initial report and her blood glucose was "okay." The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.